Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
: It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided and reported ketones. Elevated blood glucose levels were addressed by correction bolus via the pump. Reportedly, the customer was taken to the emergency room (ER) and was subsequently admitted into the hospital. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 12/2/24 with no permanent damage.